Manufacturer narrative:
The device was received to perform an investigation. A visual inspection of the device found a cracked enclosure, the water tank and cover contaminated with blood, wear and tear damaged front cover and line cord and an outdated printed circuit board (pcb) and power switch. Functional testing of the unit was done by filling the tank. There was leaking noted in several places around the water tank. The cause of the problem was related to cracked enclosure and tank cover. No action was taken due to the age and condition of the device. It was determined that the device should be scrapped. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was leaking. No patient injury reported.